Event description:
The hcp reported that over the last 2-3 months, the pt has been experiencing fluctuating overdose and underdose symptoms. The overdose symptoms area at night and the underdose during the day. A dye study was done to determine if a catheter kink was occurring, but this was negative. The pump was explanted and replaced. The pt is doing much better.

Event description:
Additional information from the hcp reports the patient had been experiencing severe spasticity with posturing and irritability. The patient was treated with a bolus of 50 mcg lioresal with good response. The pump dose was increased. The patient was good for 2 days and then became tight again. Boluses were done again and the patient became flaccid. No rotor study was done. After the replacement, the patient is now fine.